Event description:
It was reported the cr impactor broke during implanting of femur. No known patient impact.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified dings and scuffs on part. Confirmed part is broken and only 1 piece returned. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Device has a potential field age of 8+ years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.